Event description:
It was reported that shaft break occurred and the patient was sent for surgery. The target lesion was located in the diagonal branch. A 2.25x28mm synergy drug-eluting stent was advanced over the wire. Post stent implantation, the stent delivery system was removed. However, the delivery system broke in half leaving the distal half with the deflated balloon inside the diagonal. The physician tried several techniques to remove the distal delivery system, but after two hours, nothing worked. The patient became unstable and an intra-aortic balloon pump was placed. The patient was emergently sent to open heart surgery to have the device removed. The patient was intubated but doing okay. It was further reported that the lesion has 90% stenosis, non tortuous and moderately calcified. A 6 french guide catheter was used during the procedure. The lesion was predilated and there was 20% stenosis after dilatation. The physician waited for 60 seconds for balloon deflation before pulling back. The absence of contract was confirmed within the balloon under fluoroscopy.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 28mm stent delivery system was returned for analysis. The device was returned without the stent. The device was returned without the balloon section of the device. The device was returned without the balloon and tip sections of the device. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrussion located at the port bond with the core wire exposed. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred and the patient was sent for surgery. The target lesion was located in the diagonal branch. A 2.25x28mm synergy drug-eluting stent was advanced over the wire. Post stent implantation, the stent delivery system was removed. However, the delivery system broke in half leaving the distal half with the deflated balloon inside the diagonal. The physician tried several techniques to remove the distal delivery system, but after two hours, nothing worked. The patient became unstable and an intra-aortic balloon pump was placed. The patient was emergently sent to open heart surgery to have the device removed. The patient was intubated but doing okay. It was further reported that the lesion has 90% stenosis, non tortuous and moderately calcified. A 6 french guide catheter was used during the procedure. The lesion was predilated and there was 20% stenosis after dilatation. The physician waited for 60 seconds for balloon deflation before pulling back. The absence of contract was confirmed within the balloon under fluoroscopy.

Event description:
It was reported that shaft break occurred and the patient was sent for surgery. The target lesion was located in the diagonal branch. A 2.25x28mm synergy drug-eluting stent was advanced over the wire. Post stent implantation, the stent delivery system was removed. However, the delivery system broke in half leaving the distal half with the deflated balloon inside the diagonal. The physician tried several techniques to remove the distal delivery system, but after two hours, nothing worked. The patient became unstable and an intra-aortic balloon pump was placed. The patient was emergently sent to open heart surgery to have the device removed. The patient was intubated but doing okay.